Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error due to out of specification force sensor zero offset. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.